Manufacturer narrative:
The oad was received at csi for analysis. There was some adhered material observed on the driveshaft crown and tip bushing area. The material prevented a guide wire from passing through the oad. Examination of the area of adhered material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. The report that the system jumped backwards during the procedure could not be confirmed through analysis. As the guide wire used during the procedure was not returned, it could not be determined if it may have contributed to the reported event. When tested the oad functioned as intended. At the conclusion of the device analysis investigation, the report of the oad becoming stuck on the guide wire was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
The stealth peripheral orbital atherectomy device (oad) was used to treat lesions in the distal posterior tibial and lateral plantar arteries. When an attempt was made to remove the oad from the patient, it was found to be stuck on the viperwire guide wire. Glideassist was activated in order to free the oad, however it was not successful and the system jumped backwards proximal to the lesion. The oad and wire were removed together. The lesion was unable to be re-crossed and the decision was made to abort the procedure.